Manufacturer narrative:
The reported event could be confirmed, since an undated x-ray copy in a-p-view was provided showed a nail breakage. The bone had broken horizontally and proximal to the metaphysis at distal. The nail had broken in the round drill hole proximal to the oblong hole in the nail; but distally to the bone breakage. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed. From technical point of view more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Received medical information revealed ¿the patient was told to partially weight bear following the procedure, but the surgeon believes they were non compliant¿. Based on investigation, the root cause was attributed to a patient related issue.

Event description:
It was reported that a nail broke. The patient was told to partially weight bear following the procedure, but the surgeon believes they were non compliant. The patient also had a fall and that was the moment the implant broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a nail broke. The patient was told to partially weight bear following the procedure, but the surgeon believes they were non compliant. The patient also had a fall and that was the moment the implant broke.